Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. The patient was hospitalized for this event. The patient was treated with rocephin (intraperitoneally, daily, dosage not reported) for 14 days. The cause of the peritonitis was a break in aseptic technique. The patient was retrained on aseptic technique. The patient was discharged after five days of hospitalization. It was reported that the patient had recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.